Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received. From a patient, receiving intrathecal unknown drug via. An implantable pump for spinal pain. It was reported, that the reason for the call, was the patient said, they had a pain pump. And when the ins was implanted, the ins and pain pump were interfering with each other. In addition, to the pain pump malfunctioning, the patient stated, that they recently had the pain pump replaced and taken care of. The patient mentioned, that they had the pain pump for pain in their feet.